Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that in late december, the patient had one leaking cartridge where the plunger meets the barrel of the cartridge. She reported no blood glucose excursions. The patient is able to use the pump.